Event description:
No known adverse event. Customer reported 3d image comes and goes. When touching the os-a98 cable, client saw some distortion in pip image. Tried with different processor & scope and same thing happened. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary as a result of the investigation, the cable was damaged due to an external load.